Manufacturer narrative:
An investigation has been initiated. Additional information has been requested.

Event description:
When disconnecting the dialysis catheter (inserted 2 years ago), air bubbles pass through the arterial tubing. Immediate aspiration of the blood. No signs of gas embolism. Malfunction due to the clamp. The clamp has been removed and a cap installed. A forceps is used when using the catheter.

Manufacturer narrative:
However, without an evaluation of the device, a root cause cannot be determined, no conclusion can be drawn.